Event description:
It was reported that an ilet user experienced a high blood glucose of 353 mg/dl after a recent supply change and found the connector leaking; the user believed the pump did not alarm, however device logs showed a recorded high-glucose alarm, and education was provided about device alerts. Symptoms included hyperglycemia and no associated clinical symptoms. Outcomes included no hospitalization and improvement as blood glucose trended down to 303 mg/dl after supply change, indicating successful insulin delivery. Customer care support included review of device logs and troubleshooting with user education on alarm behavior and program enrollment. Investigation of this case revealed a leaking connector consistent with an insulin delivery interruption and confirmed that the pump generated a high-glucose alarm as designed. It was concluded, based on previously established findings for similar reports, that the cause was a connector leak leading to transient hyperglycemia.